Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced chronic pain and underwent surgery on an unknown date to remove mesh from the vagina and groins. No further information is available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please provide the onset date/time of pain from the initial procedure (# of post-operative days). Location and character of pain? Please describe any medical intervention given for pain management including medication name and results. Please provide the date and surgical findings of the mesh removal. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product name, code and/or lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: (B)(4) device not returned.